Manufacturer narrative:
(B)(4).

Event description:
The pump had a helium loss alarm while on a patient. As a result, the pump was changed to a second pump. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, helium loss" is confirmed. The sticky drain valve was the potential cause of the reported complaint; dried blood was found inside the pcs assembly. However the root cause of the blood entering the pcs assembly could not be determined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This issue will be monitored for any developing trends.

Event description:
The pump had a helium loss alarm while on a patient. As a result, the pump was changed to a second pump. There was no harm to the patient.